Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported fingerprint-like imprints on the inside of a cassette device. There was no patient injury or medical intervention in association with this report. No additional information is available.